Event description:
The handpiece was returned to the MFR for service, and during the eval the device began leaking a black, oil-like substance. There was no pt involvement at the MFR during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service. During the eval a leaking condition was observed and then reported. A sample was collected from the device. Based on the investigation details, a possible cause for the reported event was problems with the asic motor controller, which was replaced along with the motor, drivetrain, and other components. The product was cleaned and re-lubricated.